Event description:
Pt. With significant cardiac history on cardiac monitoring. EKG lead fell off pt. Possibly due to perspiration of pt. Lead off alarm went off. Pt found with ground wire off in asystole.